Event description:
Filter legs twisted. After deployment, doctor viewed x-ray film and noted filter legs were twisted/ didn't open. Next day the doctor placed another filter of the same make & type over the first with no complication being reported.